Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Dfu states: "caution: in order to reduce the risk of complications, hand injection or continual introduction of heparinized saline solution should be maintained through the catheter and any intraluminal device. Heparinized saline solution reduces retrograde flow of blood into the catheter during coil delivery and reduces the potential for premature coil thrombosis, contrast crystal formation and/or clotting on both the coil and inside the catheter lumen." (B)(4).

Event description:
It was reported that the coil was broken. The target lesion was located in the severely tortuous right internal iliac artery. A 10mm x 40cm interlock 35 was selected for use. During introduction, when half of the coil was inserted, it was noted that the coil became stuck in a non-bsc catheter. Consequently, the coil was removed; however, it was observed that the coil was broken. The procedure was completed with another of the same device. No patient complications were reported.